Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was a loose outlet connector found and the problem source was design. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the maintenance checkup, the gso engineer confirmed the connector was tightened with the torque of 4.5n or smaller. No patient injury. No additional information is available for this complaint.